Event description:
A civil action was received by nellcor puritan bennett/covidien on 9/10/2007. It was reported: a) in 2004, physician did not successfully intubate the patient, inserting the tube into her esophagus instead of the patient's airway. B) physician claimed to have used a capnograph one time to determine if there was any co2 expelled from her breath. C) as a result the patient was left with permanent brain damage, pain, conscious suffering, and disability, resulting in the patient's death in 2006.

Manufacturer narrative:
It is unk what type of capnography was used on the patient. The event date was 2004, it is unk if product is available for evaluation. If device becomes available, a follow up report will be submitted.